Manufacturer narrative:
The investigation of hemolysis has been completed. The impella device was not returned for evaluation. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. D.3 added us zip code as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25999. D.4 revised unique identifier (UDI) # as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-25999. H.6 code 4641 was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-25999.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter, ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle, ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis, ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis." ¿patient conditions: including catheter position, pre-existing medical conditions, and small left ventricular volumes, may also play a role in patient susceptibility to hemolysis.¿

Event description:
The user facility reported a patient (unknown race and ethnicity) undergoing a high-risk percutaneous coronary intervention was implanted with an impella cp device mechanical circulatory support. Within 24 hours after the high-risk pci after impella support, hemolysis was observed through changed in the patient's urine color. The device was explanted in the procedure area and discarded. The patient was noted to have survived no further report or indicated adverse effects.